Event description:
It was reported by the vad coordinator that this patient is currently in the ICU and is 41 days post vad implant. The patient experienced an electrical fault as he was being moved from the bed to the chair. Log files were sent to the manufacturer for analysis. The manufacturer clinical engineers recommended a driveline cleaning procedure. Currently, the alarm has self-resolved. The patient was prepped pre-procedure with argatroban, albumin, and phenylephrine. On (B)(6) 2015, three cleaning cycles were completed. First for 5 seconds map dropped quickly, patient stabilized for 10 minute interval. Second cycle for 20 seconds and patient was stable. Third cycle for 20 seconds and patient was stable. Significant white/yellow residue noted on 3 pins. This MFR report is one of two related to the same event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-00928 and 3007042319-2015-00929) submitted for devices related to the same event.

Manufacturer narrative:
An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00928 and 929) submitted for devices related to the same patient.